Event description:
It was reported that the patient experienced a pericardial effusion. The initial set of ablation lesions were performed, and upon remapping it was found that two areas of the superior pulmonary veins had been missed. Another set of ablations were performed in those two veins. Remapping was performed again and another spot on the right superior pulmonary vein (rspv) was found that needed additional ablation, which was performed and found satisfactory with the post-map view. An intracardiac echocardiography (ice) catheter was then used in the right atrium to check for pericardial effusion post-ablation and one was discovered around the left ventricle. Pericardiocentesis was performed and about 220 cc of blood was removed. The procedure was then completed. The patient was admitted for observation and was noted to be doing well.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion remains unknown. The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.